Event description:
The healthcare professional reported a short between electrodes 10 and 11 on one lead in the pt's deep brain stimulation system. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).